Event description:
On (B)(6) 2012, the pt underwent a trial procedure. During the procedure, the pt experienced a wet tap. As a result, the procedure was aborted. Two days later the pt experienced a headache. The headache subsided over time. The pt is scheduled to follow-up with her doctor.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.